Manufacturer narrative:
Unresponsive buttons noted due to corroded keypad traces. No button error alarm noted. Scratched lcd window and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.